Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The entire implantable pulse generator (ipg) system was explanted. The ipg was then re-implanted. It was further reported that during the replacement procedure the pacing lead exhibited diminished sensing and high thresholds. The lead was attempted/not used and replaced. No further patient complications have been reported as a result of this event.